Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed. The root cause was undetermined. Batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a connection issue and needed assistance to end therapy. The home patient (hp) stated that he had an issue with the heater bag line coming out of the heater bag while in fill 1. The hp reconnected it. The technical service representative (tsr) assisted the hp to end therapy. The hp would reset up with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient (hp) said that he did not see anything unusual with the supplies, and did not know what might have caused the separation. The hp said he screwed the supplies together pretty tight, and is used to the new supplies. The hp said that he notified his registered nurse (rn), but she did not prescribe any medication. The hp said that he continued therapy successfully with the new supplies that night and everything had been fine since. The lot numbers were unknown and the samples were discarded. No patient injury or medical intervention was reported.